Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due pump sitting on shower ledge while water was on. Insulin pump may have been exposed to steam or water splash. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced.